Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that she had to be hospitalized for borderline diabetic ketoacidosis. The patient¿s blood glucose (bg) levels were not reported. At the hospital they placed her on saline, potassium drips and an insulin sliding scale. Her healthcare provider believes that her omnipod personal diabetes manager (pdm) was not working as the patient's bg history was missing in the pdm. The patient stated the device is not administering the full amount of insulin when requested and is also having issues with the bg meter being really slow to respond.

Manufacturer narrative:
The returned device was evaluated and the data was successfully accessed on the history section on the ominpod personal diabetes manager (pdm) interface. Data was then downloaded, and it was noted that bg history was present from (B)(6) 2018 - (B)(6) 2019. The device was found to function properly.